Event description:
The pt was hospitalized for hypoglycemia and coma. The pt was subsequently diagnosed with diabetic encephalopathy. Prior to the event, the pt reported that she had lost the cartridge cap for the pump. The pt's mother stated that it was unk if the pt was using the pump without the cartridge cap or administering insulin via injections.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. It is unk if the pt was using the pump or administering insulin via injections at the time of the event. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.